Event description:
It was reported that during the implant procedure the physician could not get the set screw to tighten properly. The device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was found to be an incorrect part for this device.